Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that infusion set was leaking from the site after re-filling the reservoir due to which hyperglycemia occurred.tape was getting wet with insulin after three days. Blood glucose was 308 mg/dl. For the treatment 10 unit of insulin was taken. No further information was available.